Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, access site bleeding issue was noted. During end of the case, impella was explanted and perclose suture was used, however, hemostasis was unable to be achieved during removal of the device. Physician additionally had to use 18fr angioseal and hemostasis was then achieved. Patient survived the procedure.

Manufacturer narrative:
The investigation for the reported access site bleeding - major has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the access site bleeding was most likely use issue since hemostasis was achieved by using 8fr angioseal.